Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen discovered when the user removed it from a pocket, after which the top half of the display was unresponsive and the device was no longer watertight; a replacement device was arranged and the user was instructed on shutdown and return, with guidance to consider backup therapy and to continue cgm on the dexcom app or receiver. Symptoms included no reported adverse health effects and no change to blood glucose. Outcomes included device replacement and continued therapy management via backup options as needed. Investigation included customer interviews, verification of shipping and return logistics, and data synchronization guidance prior to return. Investigation of this device revealed physical damage to the touchscreen rendering partial loss of touch functionality and loss of water ingress protection, consistent with a cracked display component and associated enclosure compromise. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.